Event description:
Patient requesting one extra needle because she said there was a single defective pen tip in her last shipment. No additional adverse events or side effects were mentioned due to product issue. Lot and expiration date are unknown. Unknown if patient still has product on hand. No further information was provided. Reported to (B)(6) by pt/caregiver.